Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal conductor of the lead was extrinsically over-rotated. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician attempted to reposition the right ventricular (rv) lead after it was placed, however it was noted the lead would not close. The physician attempted to retract again, but the lead remained open. The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.